Manufacturer narrative:
It was reported by customer that multiple texium primary and secondary bonded sets leaking resulting in chemo spills. Three samples of texium connector were submitted. Two connectors connected to 50 ml bd needless syringes and one texium connector connected to an unidentified extension set. Additionally, 1 sample of 2420-0007, lot 24075326 was received without a texium connector attached to it. All samples of the texium connector leaked at the connection when connected to a corresponding female luer connection. The customer complaint of leakage was confirmed. The samples were forwarded to bd research and development for further evaluation. A trend for the failure has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 10012241-0500 lot number 24066893 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Additional information received on 07nov. 1. Can you please provide the material number of the product associated with reported issue? Bd texium green caps ref number is (B)(4). 2. Can you please provide the lot number(s) of the product associated with reported issue? The leaking was a sporadic occurrence that was unable to be tied to one specific lot number. One lot number was 24066893. 3. It is mentioned that there have been multiple incidents for the last 3-4 weeks. Can you please provide the dates of these events in mm-dd-yyyy format? Nursing had: 10/14 with tecentiq ¿ at end of infusion rn noticed medication was dripping onto the floor from the texium at the end of the secondary line. 10/16 kanjiti: kanjinti leaked from secondary site at the texium connection. 10/18 immunotherapy - when starting the syringe pump with texium connection at end of line, medication was leaking from bonded texium connection at syringe pictures from rls 337132- friday¿s keytruda in syringe with bonded texium started leaking via syringe pump when nurse pressed start- coming from distal end of texium where tubing connects. Rn said it happened on 2 5fu pushes and a secondary that she knows of as well (not seeing that rl reports were placed on those occurrences). 10/21 inpatient was just pushing idarubicin in c120 when it leaked from the bonded texium onto patients skin. The nurse is bringing down to pharmacy now, nursing will place the rls and pharm will save the tubing. Shannon said she has a call with bd today at 2. 10/24 rituxan : texium cap leaked and rituxan splattered onto rn. 4. Can you please provide the total number of occurrences? For the month of october, nursing reported the above 4 instances. After talking with nursing, many state they frequently notice a drop at the end of line on the texium when disconnecting. Additional information received on 07nov. 1. Can you please provide the material number of the product associated with reported issue? Bd texium items: ref 4030b-07t, 24601-b007t, 10013364t, 24301-0007t, my8030, my8020, my8060 2. Can you please provide the lot number(s) of the product associated with reported issue? Because the lot and expiration information is on the packaging material this information could not be easily tracked as those materials were discarded before the product was used and the leak issue detected. 3. It is mentioned that there have been multiple incidents for the last 3-4 weeks. Can you please provide the dates of these events in mm-dd-yyyy format? For pharmacy dates were not recorded. The issue first arose in july-august with some one-off occurrences that gradually escalated to almost daily occurrences by october when the issue was reported to bd. Additional information received on 11nov. 1. In the attached email, multiple materials (bd texium items: ref 4030b-07t, 24601-b007t, 10013364t, 24301-0007t, my8030, my8020, my8060) were mentioned. Could you please confirm if all these materials experienced the same reported failure? Yes. There was leakage from the texium male luer. 2. Additionally, were any of these events reported to bd earlier? This was the first report of texium issues. Other carefusion/alaris issues had been reported separately. That is not to say that there weren¿t any texium issues, however, the increasing frequency warranted reporting.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris texium closed male luer was leaking. The following information was received by the initial reporter with the following: it was reported by customer that multiple texium primary and secondary bonded sets leaking resulting in chemo spills.